Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The forceps sample was received in opened original packaging including the cover foil. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. After cleaning, it was found that actuation was possible and the forceps opened and closed. Therefore, the reported event was not confirmed. The returned forceps shows a bent shaft and bent grasping arms however, it is not possible to determine under what circumstances the device was deformed. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use. The root cause could not be determined conclusively because the reported event could not be confirmed. The forceps opened and closed. The bending of the forceps was caused by external force during use. No corrective actions are required because there is no indication of a malfunction. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps failed to open and close once inserted into the patient's eye during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.